Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. The battery charger circuit board was replaced. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9600 displayed battery charger errors and was non operational. There was no adverse patient involvement reported. There was no patient info reported.